Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. During troubleshooting, the user was instructed to change to a new battery from a new pack, and the pump still did not power on appropriately. The power loss reportedly occurred in association with battery changes. The reporter confirmed that the battery cap was properly secured, that there was no damage to the pump or the battery cap, and that there was no moisture/corrosion inside the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/15/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box indicated rebooting had occurred on (B)(6) 2014. The battery compartment was found to be cracked in two places and there was evidence of moisture contamination inside the battery compartment. Leak testing revealed a leak at the battery compartment cracks. The returned battery cap was able to fully tighten and the pump powered on normally. The pump successfully completed a rewind, load, and prime sequence and 24 hour testing with no power interruptions occurring. The pump casing was removed and there was no further evidence of moisture damage. The complaint of a no power issue could not be duplicated on investigation. Unrelated to the complaint, investigation revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.